Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 480 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The device was received fully deployed. No blood was observed on the adhesive pad, cannula, or reservoir. The formed needle, soft cannula and bottom housing were inspected and no abnormalities were found that would contribute to the reported bleeding and bruising. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device data showed that an 0x12 alarm was generated during the run, indicating that a reset occurred due to low battery voltage. The batteries were measured and found to be within specifications. The exact cause of the alarm could not be determined. No other damages or definceces were observed during the investigation.